Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker experienced rapid heart beat which resulted in heart attack. According to the health care professional (hcp), this pacemaker faulted. An attempt to obtain additional information from the field was unsuccessful. The pacemaker remains in service. No adverse patient effects were reported.